Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow-up report. Results of investigation: a vyaire medical failure analysis technician was able to verify the reported issue. Bench testing revealed a faulty tca assembly located on the gas delivery engine (gde).

Event description:
The customer reported to vyaire medical that the avea ventilator experienced exhalation high peak pressure alarms. At this time, patient involvement is unknown.